Manufacturer narrative:
Device not returned per hospital policy.

Event description:
Primary surgery using es2 system was performed (B)(6) 2017. It was reported that the screw deviated from the vertebral body post-operatively and the cage fractured at l3/4. Patient was revised on (B)(6) 2019. This record represents the cage

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed no relevant issues or similar events were identified. Due to lack of information and as the screw was not returned, a definite root cause cannot be determined but may have occurred potentially due to incorrect screw trajectory, wrong instrument used for screw final tightening, poor bone quality / patient pathology, excessive post-op activity by patient (not recommended by surgeon), screw threads are worn/stripped. Additionally, the screw was implanted for almost 2 years and it is unknown if the patient fused. According to the IFU, "in the event that healing is delayed, does not occur, or failure to immobilize the delayed/ nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture." H3 other text : device was not returned and therefore could not be evaluated.

Event description:
Primary surgery using es2 system was performed (B)(6) 2017. It was reported that the screw deviated from the vertebral body post-operatively and the cage fractured at l3/4. Patient was revised on (B)(6) 2019. This record represents the cage.